Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during rectum resection on a laparoscopic low anterior resection, the reload stopped suddenly and firing could no longer be performed. The firing was not completed. The event resulted to a poor staple formation and an incomplete staple line on the proximal side. The jaws also locked on the tissue and was removed by opening the jaw. Additional resection was performed with a new reload and handle. Suture and resection were completed without problems.